Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (500 mcg/ml at 26 mcg/day) via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. The hcp reported that it had been three hours since the patient exited the MRI, but there was still no motor stall recovery. The pump flow rate was close to the lowest programmable dose per day, and it was theorized that could be a factor.